Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The tip, balloon, markerbands, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube, with a completely circumferential burst located 14 mm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a very calcified vessel. A 2.50x15mm emerge¿ balloon catheter was advanced for dilatation. However, the balloon ruptured at 3 atmospheres. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a very calcified vessel. A 2.50x15mm emerge(tm) balloon catheter was advanced for dilatation. However, the balloon ruptured at 3 atmospheres. No patient complications were reported.